Event description:
The customer reported that the system displayed a cine disk not available error message, the touch panel did not respond and the digital subtraction angiogram did not display normally. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cine disk and the image processor. The system was tested and found to be working as intended and put back in service.